Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. Physio observed that the device powered on, charged and shocked when prompted. No power related discrepancies or abnormalities were observed throughout testing. The device was opened and a physical inspection was performed; however, no discrepancies observed. The cause of the reported issue could not be determined. The customer was provide with a replacement device. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device would intermittently power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.